Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4524-45, implantable pacing lead, 1997-(B)(6); 402452, implantable pacing lead, 1997-(B)(6). (B)(4).

Event description:
It was reported that the device "failed." The device was explanted and replaced. No patient complications have been reported as a result of this event.